Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that an assembly issue caused the cable cut. The damaged part were replaced for repair purpose. (B)(4).

Event description:
It has been reported that during a surgery, the interface block was damaged and the force sensor cable was non-functional. It has been reported that the surgery has been cancelled.